Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the infection was surgically related but not device specific. Type of infection was noted as streptococcus dysgalactiae group (source unknown). The patient was treated with intravenous (IV) penicillin for 8 weeks and then transitioned to amoxicillin 500 milligrams twice daily.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted on (B)(6) 2021 with concerns of a sternal wound infection. Computed tomography scan (CT) was positive for questionable infection of the mid sternum (large soft tissue mass noted). Blood cultures were drawn on (B)(6) 2021 was negative. Patient was taken to operation room on (B)(6) 2021 for incision/drainage of sternal abscess and sternal biopsy - wound vacuum-assisted closure (vac) placed at the end of the procedure. Patient deemed stable for discharge on (B)(6) 2021 with IV penicillin (pcn).